Event description:
Patient was started on dialysis treatment when the blood leak detector alarmed. Blood leak tested positive at arterial end of dialyzer. Treatment was terminated. No blood returned. Approximate blood loss was 200cc. It was noted the dialyzer leaked into dialysate. The lot number was noted and malfunction reported to fresenius manufacturer. Dialysis machine pulled from service. Follow up planned with investigation and report from fresenius.